Event description:
It was reported that during a case, the smoke evacuator of the device did not function. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.